Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary partially covered stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the stent was placed and deployed over a guidewire into the duct; however, the stent's retrieval wire became caught under the catheter of the stent. Subsequently, the delivery system was moved back and forth to dislodge the retrieval wire from the catheter, but it remained stuck and wrapped around the catheter, and it was unable to be removed. The stent was consequently pulled and removed together with the delivery system. The procedure was completed with a 10x60 fully covered stent. There were no patient complications reported as a result of this event.